Event description:
User facility alleged device is cutting too deep. Additional information received (B)(6) 2011 - patient is being monitored to see how it heals. They will look at it again later in the week to see if a second graft is necessary. Surgery prolonged 20 minutes making sure that wound was okay before proceeding.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.